Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. Customer also indicated that the plunger gets stuck but sometimes issue is resolved with a set change. Customer also indicated that he tries different reservoirs and some work and some do not. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer declined to troubleshoot and indicated that he has mailed to us, all of his infusion sets and reservoirs for analysis.

Manufacturer narrative:
Three random sealed reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded. Four opened and used reservoirs were evaluated and the reservoirs, snap cap and septum inspected for anomalies, and none were found. An occlusion test was run and the reservoirs were not occluded.